Event description:
It was reported that a pt underwent a mid face lift and lateral brow procedure on (B)(6) 2010 and suture was used. Post-operatively, the pt reports experiencing suture granuloma, pain and swelling. The pt was seen by the surgeon on (B)(6) 2010. The surgeon opines that the symptoms are not due to the suture, but are of an unk origin.

Manufacturer narrative:
(B)(4). Granuloma. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.